Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer changed the site and the infusion set. The infusion set may have been occluded. Customer's blood glucose level was 483 mg/dl. He was unable to treat with the insulin pump. The customer treated with an insulin pen. The device was not returned.